Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting the following error messages: er2, er4, and er5. Per the onetouch ultramini owner's booklet, an "er2" could be caused either by a used test strip or a problem with the meter. An "ER 4" could be due to one of the following: a problem with the test strip, the sample was improperly applied, or if there is a problem with the meter. An "ER 5" message appears if the meter has detected a problem with the meter. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) spoke with the pt ten days later, and obtained the following info. The pt reported that the alleged error messages began to appear the day prior to contacting lfs and at the same time. The pt informed the mss that she tests 4x/day and manages her diabetes by taking a set amount of lantus insulin (40 units) 2x/day and humalog insulin (10 units) when her blood glucose is greater than or equal to "170 mg/dl." The pt did not recall if she made any changes to her diabetes regimen as a result of the alleged issue. Approximately 1 or 2 hours after the alleged issue stared, the pt reported that she began to feel dizzy, lightheaded and sweaty; symptoms she associated with a low glucose. The pt was unable to confirm if she received any treatment in response to the symptoms. At the time of troubleshooting, the customer care advocate noted the pt was using the correct testing technique. The pt claimed that the subject strips she was using at the time of obtaining multiple error messages were damaged. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.